Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer. Customer declined follow-up troubleshooting from technical support and case was documented for coverage purposes with no additional corrective actions reported.